Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 57 (mg/dl). Reportedly, customer believes that the low bg level was caused by an increase in activity and stated that the pump was working fine. Customer indicated that they will eat a meal to treat the bg level. Recommendation was made to continue to monitor bg levels and contact tandem technical support for any further issues.